Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. On (B)(6) 2016, a medtronic representative went to the site to test the equipment and found blown fuses. The fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, after a case, when the mobile view station (mvs) was being plugged in to transfer images, the outlet sparked and both mvs fuses blew. No patient was present during this event, so no patient demographics are applicable.